Manufacturer narrative:
(B)(4).

Event description:
The customer stated that she received a questionable high result on a capillary blood sample on a coaguchek xs meter, serial number (B)(4), when compared to a laboratory result. At 11:30 am, the initial result from the laboratory analyzer using dade innovin reagent was 3.1 inr. At approximately 12:00 pm, the customer tested on the meter and had a result of 4.2 inr. However, the customer alleged that the meter result prompted the laboratory draw and comparison, which is inconsistent with the provided sequence of events. A review of the meter memory did not show a result of 4.2 inr, nor any result, on (B)(6)2017. The customer's warfarin dosage was adjusted based upon the laboratory result. She believed the laboratory result to be correct. The customer alleged a meter result of 3.2 inr on (B)(6) 2017, which was "back to normal" for her. The meter memory was reviewed, and results of 3.3 inr and 3.2 inr were obtained on (B)(6) 2017. There was no evidence of a result obtained on (B)(6) 2017. No adverse event occurred. The customer is in good condition. The customer¿s therapeutic range is 2-3 inr and she tests weekly. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. She is not taking heparin or direct thrombin inhibitors. The meter and strips were requested for return, and replacement was sent. The customer discarded the strips and they will not be returned. The meter was returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: 2.8 inr, 37% hct. Donor #2: 2.0 inr, 50% hct. Donor #1 results: master lot strips: 2.8 inr. Customer meter and master lot strips: 2.8 inr. Donor #2 results: master lot strips: 2.0 inr. Customer meter and master lot strips: 2.0 inr. All inr results were within the specified maximum difference between measurements. No error messages occurred. The returned and retention material met specifications. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. None of the given medications are currently known to interfere with the accuracy of the test results. There was no information provided to indicate the cause of the discrepant result.